Event description:
It was reported that bd alaris secondary set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that multiple reports of filters being upside down and patient care impacted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo taken by the customer confirms the failure that the filter is inverted. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of the incorrect assembly issue (inverted blood drip chamber) could be related to opportunities in the assembly method, due to the absence of orientation fixture of the blood drip chamber component. The standard work instruction is being modified to include a guidance fixture. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.